Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Please note that fisher & paykel healthcare has requested further information from the healthcare facility, and the below information was reported, the healthcare facility has reported that the opt314 optiflow junior nasal cannula was not used properly or as intended. The subject cannula was modified and connected to the rt265 circuit. It is possible that an excessive force was applied during connection, resulting in the breakage. The healthcare facility has confirmed that there was no patient consequence, and the patient was discharged from hospital. Images or videos were not retained for evaluation. Fisher & paykel healthcare has requested further information about the reported event and the healthcare facility confirmed that this reported event ((B)(4), 9611451-2025-00623) had already been reported. Hence, this is a duplicate to a previous event reported under (B)(4) with FDA report number 9611451-2025-00564. The user instructions which accompany the opt314 optiflow junior nasal cannula provide the compatible circuit / tubing kits. The subject device is either compatible with rt330 optiflow¿ junior breathing circuit kit when used with mr850 or the 900pt531 tube and chamber kit (junior) when used with airvo2.

Event description:
A healthcare facility in china has reported via national medical products administration (nmpa) reporting system that the tubing of an opt314 optiflow junior neonatal nasal cannula was broken during use on a patient. It was further reported that the subject cannula was replaced and there was no reported patient consequence.

Manufacturer narrative:
(B)(6) section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt currently in the process of completing our investigation. We will provide a follow up report upon cfrom pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is ompletion of our investigation.

Event description:
A healthcare facility in china has reported via national medical products administration (nmpa) reporting system that the tubing of an opt314 optiflow junior neonatal nasal cannula was broken during use on a patient. It was further reported that the subject cannula was replaced and there was no reported patient consequence.